Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6007291 have already been previously tested in the (B)(4) on 15/jan/2025. The reference samples were tested for flow. All test results were within specifications as per the test report database (B)(4) complaint test report. And additional tests for the reference samples were documented for the malfunction tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched), under section 6.26. And the visual inspection was found within specifications. Device history record (DHR) review: the lot 6007291 was manufactured according to the work instruction (wi) version 114 manufactured in the line inset 5, on 24/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 26/feb/2025 against malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched), under section 6.26. And the visual inspection was found within specifications and lot 6007291 and no other complaints have been registered in database for the same lot 6007291 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three infusion sets tube crimped events on (B)(6) 2024. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.